Event description:
During insertion surgeon complained product had a problem - back-flow out of catheter, below cuff. Catheter removed, another one inserted. Pt's condition is stable. 12.5f x 28cm silicone double lumen catheter had a pinhole in it about two inches above the cuff.